Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr = 4.5, second test inr = 2.6. Mean = 3.55; sd = 1.34; %cv = 37.8%. First test inr = 3.5, second test inr = 3.3. Mean = 3.4; sd = 1.4; %cv = 4.16%. The %cv for the first data set is greater than 20%. The second data set the %cv is less than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Lot number information was requested but could not be provided by the caller. Therefore, no further testing can be done.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 4.5, second test inr = 2.6. First test inr = 3.5, second test inr = 3.3.